Event description:
It was reported to tyco/kendall healthcare in 2005 that a customer has a problem with the monoject ins syr 1cc 29g x 1/2in. The customer states "the outer surface of the syringes are rough. Also the needles were detaching from the syringe during medication withdrawal and injection of medication".